Event description:
I had knee surgery on (B)(6) 2013 - recovery was fine and knee healed well; 18 months later I had knee pain and swelling for no obvious reason. After numerous visits to my dr, physical therapy again, we did an exploratory surgery on (B)(6) 2016, he said everything looked fine - no loosening of implant, removed some scar tissue and replaced some plastics. One year later, I still had the pain and swelling, the original surgeon had no answers. I went to the university of (B)(6) and was seen by dr (B)(6) and a knee revision was performed on (B)(6) 2018 where he found the tibial plate was loose and the cement had not bonded. The original implant was a zimmer biomet vanguard. I had the surgery report from all three surgeries. Model # dr (B)(6) has.